Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customer¿s mother declined troubleshooting for high blood glucose level. The customer was treated with insulin for high blood glucose level. Customer did not experience any symptoms related to high blood glucose level. Customer stated that the device had leaks. The insulin pump will not be returned for analysis.